Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 4 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported that the implant did not integrate during the implant removal surgery. The patient will need another surgical intervention.